Event description:
It was reported the patient's ipg will not communicate with her charger and she has lost stimulation. The ipg may have flipped or migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.